Event description:
(B)(4). (B)(6) paid for the procedure. At first things were fine and I noticed very bad cramps. Months and years when on, I gained over 30lbs, my menstrual cycle was outrageous and only continued to get worse. I bled for 2 months straight and had huge clots. My dr then had mentioned hysterectomy or the novasure. At (B)(6) I opted against hysterectomy. The novasure has helped my periods and they now come on time and last usually 5 days. Since my cramps are almost to the point I don't want to move and have had to use heating pads. My hair also started to fall out tremendously after the essure and has only got worse . I never thought it could be because of the essure until I read up on symptoms being caused. My mood is awful, more so a week before my period. I've had awful headaches that come and go as well. It has completely ruined my life.